Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed.

Event description:
During a primary implant procedure, cemented constrained cup dislocated during case. Bipolar had to be reduced back into cemented cup and another head was used.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a primary implant procedure, cemented constrained cup dislocated during case. Bipolar had to be reduced back into cemented cup and another head was used.